Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1910012, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples of the same lot were used for additional evaluation. The product was visually inspected and no damaged or defects were observed on the product, the stylet could be removed from the spinal needle without issue. Product is inspected throughout the manufacturing process according to procedure, no issues were identified during inspections for the reported lot. Based on the available we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. H3 other text : see h.10.

Event description:
It was reported that when starting spinal anesthesia the needle was discovered to be defective with a bd spinal needle 27ga 3.50 in. The following information was provided by the initial reporter, translated from spanish to english: patient who, when starting spinal anesthesia when removing the mandrel from the needle, immediately deforms without generating additional pressure on it. Required a new puncture.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when starting spinal anesthesia the needle was discovered to be defective with a bd spinal needle 27ga 3.50 in. The following information was provided by the initial reporter, translated from spanish to english: patient who, when starting spinal anesthesia when removing the mandrel from the needle, immediately deforms without generating additional pressure on it. Required a new puncture.